Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-01871 and 2134265-2015-01834. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to perform automatic pullback. However, it was noted that the pullback button did not work. When the atlantis¿ sr pro was connected to the motordrive unit, pullback failure occurred. Automatic pullback was attempted for more than twenty times but to no avail. The procedure was completed with a manual pullback. No patient complications were reported and the patient's status was good.